Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed polyethylene bag residue on the surface of the device. The device was manufactured in august of 2012. The manufacturing process was reviewed and it was verified that the type of low density polyethylene ldpe bag used to package this device has a propensity to adhere to polished surfaces. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant package was opened during surgery, the plastic packaging bag was stuck to the stem. Surgery was completed with another implant. There was a two minute surgical delay.